Event description:
Additional information received from the customer: - the event was noticed after a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and the facility device reprocessing was reported to have been implemented in accordance with the device IFU, however, it is likely that the issue was the result of improper user handling/cleaning. The event may be prevented by following the instructions for use section sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was too much pressure in the air/water channel with several washing machines on the evis exera ii ultrasound gastrovideoscope. The issue occurred after the procedure. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the air/water channel was clogged and causing air/water flow issues. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customers¿ allegation was confirmed. The additional findings include the following: the bending section cover was perforated; the bending angulations were out of specification; and the acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.